Event description:
It was reported that the customer passed away. The cause of death was either a heart attack or hypoglycemia. The customer was wearing the insulin pump at the time of death. The customer had trained himself on how to use the insulin pump, and the customer's wife thinks that user error may have led to the customer delivering too much insulin into his body. The customer's wife stated that nothing is wrong with the insulin pump. The customer's wife declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.